Manufacturer narrative:
An investigation was completed: the complaint record indicates that the brevera device was deployed during a breast procedure but failed to obtain any tissue samples, requiring the patient to be rescheduled for a subsequent appointment. The console was evaluated, and its vacuum functionality was confirmed to be operating properly, with no issues identified in the system itself. However, when tested with the reported needle, the device failed the vacuum test due to a visible air leak in the needle assembly. Testing with a new needle met all manufacturer specifications, further confirming that the console was functioning as intended. There was harm to the patient, as an additional incision was required. The equipment/device was not available for return; visual and functional analysis/testing could not be conducted for the event described. A trend review has been completed, showing no recent significant spikes or adverse patterns related to this issue. Root cause analysis did not identify a definitive root cause; however, contributing factors such as a kinked saline line or an inner diameter that is too small were found to be associated with the reported event. The reported lot number 24j24rp is related to issues with occluded tubing for brevera, which is currently being addressed. Although this lot was impacted by tubing occlusion, there is insufficient evidence to explicitly attribute the device failure to this issue. Therefore, all identified elements are considered probable contributing factors rather than a confirmed root cause. Corrective measures have been initiated to identify the root cause and establish appropriate actions, and supplier corrective action requests (scars) were issued to the suppliers. Quality inspection procedures have been implemented along the production line to prevent recurrence of similar issues and to maintain adherence to established standards. The device was not returned; therefore, visual and functional testing could not be conducted. The identified contributing factors were insufficient to establish causality. Conclusion: since the affected device was not returned for evaluation, the investigation was limited to identifying contributing factors associated with the reported event. Among these, tubing occlusion was considered a probable contributing factor. To address this issue, supplier corrective action requests were initiated. The investigation involved a thorough review of device history records, complaint data, risk assessments, and testing results. However, it is important to emphasize that tubing occlusion is considered a probable cause of the device failure but has not been confirmed as the definitive root cause. At the time this complaint was reported, there was no indication of a systemic issue related to this failure mode. Future events will be closely monitored and analyzed for potential trends. Device history record (DHR) review: the device history record (DHR) for the corresponding lot was reviewed, and no non-conformances (nces) or deviations were associated with the manufacturing process of the device. Additionally, no production related issues or relevant risk factors linked to the analyzed failure mode were found. Lot number: 24j24rp. Manufacture date: 24 sep-2024. Expiration date: 24 sep-2026. UDI: (B)(4).

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. Needle was examined in place a air leak issue was observed.

Event description:
It was reported that during a brevera procedure on (B)(6) 2024, the device was fired into the breast and could not obtain samples. The patient was rescheduled for a new appointment to obtain new samples. A field engineer examined the console and tested vacuum and no issues found. The system was tested with the defective needle and was unable to pass the vacuum test. An air leak could be observed in the needle assembly. A new needle was used for testing and met the manufacturer´s specifications. No issues with the brevera console. Issue was caused by a defective needle. System was tested with new needle and met the manufacturer´s specifications. No other information available.